Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and associated rv lead were implanted on (B)(6) 2008. Follow-ups since implant revealed physiologic noise predominately on the rv shock and pace/sense channel but also on the atrial channel. Noise led to oversensing which led to inappropriate therapy delivery. Oversensing did not result in ventricular pauses greater than two seconds due to pacing inhibition, because the patient had an intrinsic rate. Attempts to reproduce the noise were unsuccessful. Sensitivity and duration were reprogrammed throughout implant in an attempt to minimize noise detection. A bsc technical services consultant gave possible root causes of leads switched in the header, cored out seal plugs, or a lead issue. Daily measurements remained stable and within expected ranges throughout implant. A revision procedure was performed. Prior to the procedure, noise was observed on the rv and shock electrograms while the patient put power at the pectoral major muscle. Leads were observed fully connected in the appropriate ports. No seal plug damage or fluid infiltration was observed. Rv lead measurements with the psa were stable and visual inspection revealed no lead damage. Upon re-connecting the is-1 connector to the header, fluid was released. After invasive investigation, the physician suspected root cause of the noise was fluid infiltration which caused a positive polar character. Therefore, this ICD was replaced. The associated rv lead was unable to be removed from the patient and was abandoned surgically except for the df-1 proximal which was used for polar svc . A new rv lead was implanted. This ICD was returned to boston scientific for analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon return, this device was thoroughly analyzed. Visual inspection noted fluid contamination and seal plug damage. A review of device history confirmed electrogram noise, unrelated to cardiac function. The noise was visible on the rate/sense right ventricular (rv), shock and atrial channels. While the patient's intrinsic rhythm was distinguishable in the rv channel, the noise did result in atp and a delivered shock. The device was then put through and passed, a series of automated diagnostic testing, verifying proper functionality. Laboratory analysis was able to confirm the reported clinical allegations, as seal plug damage is likely a contributory factor to noise and potential oversensing issues. The identified hole in the rv ring seal plug, likely caused noise, oversensing, header contamination and inappropriate atp and tachy therapy. Additionally, fluid infiltration via a seal plug hole, has potential to create an accessory conductive pathway.